Event description:
It was reported that the patient had an inappropriate shock due to oversensing via a change in the intrinsic morphology. The sensing vector at the time of the shock was set to the primary sensing vector. Technical services discussed some programming options. The sensing vector has now been reprogrammed to the secondary sensing vector. There were no additional adverse patient effects. The system remains implanted.